Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative as below. "Inaccurate test results and the flimsy swab makes it harder to administer on someone other than yourself. Child tested negative on these but positive on all other brands." Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).